Event description:
It was reported that during a case for a "4th time redo" ablation for atrial fibrillation (af), the left atrium needed touch up to the anterior mitral line and some touch up ablation to the posterior wall. Then, the physician moved to the right atrium to map a 310ms atrial tachycardia (at) and made an anterior line from the tricuspid valve upward to an area of scar. The physician was ¿getting frustrated with the maps¿ and when mapping in a slower at, it was decided to remap one more time. While mapping it was noted that the at terminated when the catheter bumped into an area mid on the posterior wall of the right atrium. When ablation continued a heart block occurred. Coronary sinus pacing revealed on the left side the patient had atrioventricular (av) conduction. After waiting 20-30 minutes in the case, the right atrium sinus with av block was observed. The patient required left atrium pacing with the coronary sinus 1,2 which allowed av conduction. Another manufacturer's quad pacing catheter was temporarily placed which required another groin access and required additional sutures when it was placed. It was further noted that the patient recovered sinus conduction from the ra, however, another manufacturer's dual chamber pacemaker was placed as a backup one to two days after the procedure. The patient required extended hospitalization. The outcome of the case was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00003 (serial: (B)(6)); product type: 2004-mapping hardware product ID: non-medtronic product type: catheter product ID: non-medtronic product type: pacemaker. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: data files were returned and analyzed. Log files were returned from the field and analyzed. In conclusion, the reported clinical issues of heart block and aborted under general anesthesia were not able to be confirmed through data analysis. The decision to abort the procedure without use of alternate therapy was based upon the medical judgment of the physician. The afr-00001 sphere 9 catheter was not returned for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The case was aborted while the patient was under general anesthesia.

Manufacturer narrative:
B5: event description - updated d4: lot number - updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.